Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. Medtronic received complaint from the adverse reaction event center of (B)(6), rather than reported directly to medtronic by the customer. The customer repaired the unit. It was informed that the unit was working properly after restarting the ventilator. No product was returned for evaluation or made available to medtronic. Further action was not required, as there is insufficient information about the failure and contributing cause. The service history review (shr) of the ventilator is not available. The serial number indicates that the unit is more than 2 years old and there has not been any service within the past 2 years by medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 840 ventilator generated an alarm, suddenly powered off, displayed a black screen and failed to switch to a back up battery. There was no reported patient injury. Although requested, patient intervention was unknown at this time.